Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that iqvia tech arrived onsite and the arctic sun device would not fill. Per review of wo notes, it was determined that the device had a failed circulation pump. No suction from left manifold port.

Event description:
It was reported that iqvia tech arrived onsite and the arctic sun device would not fill. Per review of wo notes, it was determined that the device had a failed circulation pump. No suction from left manifold port.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. Per additional information received, it was determined that the device had a failed circulation pump. No suction from left manifold port. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, f, g, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.